Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after placing the patient¿s lead, testing revealed the lead was not sensing. The lead was removed and another lead was implanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.